Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the bag pan was scratched and the scale cable assembly was torn, exposing the ground shielding and inner wire strains. Functional testing found the device operated as intended; even with the damaged components. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable of an em2400 load cell module was frayed and the wiring exposed. This was observed during set-up. There was no patient involvement. No additional information is available.